Event description:
The phlebotomist obtained the arterial blood gas sample using the blood gas sampling syringe. The filter-pro cap was placed on the syringe. The phlebotomist reportedly was unable to expel all of the air from the sample and the filter-pro "exploded" off of the syringe. The phlebotomist was wearing a face shield, however, blood contact occurred on his face. The phlebotomist received a gamma globulin shot.